Event description:
A user contacted the manufacturer regarding the sound abatement foam correction/removal. The user alleges pneumonia which exacerbated patient's heart condition. The patient expired. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported received information a user contacted the manufacturer regarding the sound abatement foam correction/removal. The user alleges pneumonia which exacerbated patient's heart condition. The patient expired. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful as the customer refusing to return the ventilator at this time. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2021-17003. This report was submitted as a duplicate report of the previously submitted report.